Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed compromised force sensor system. Customer stated drive support cap was sticking out. Customer stated insulin was squirting out during the manual prime process. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However, device alarmed a33 during basic occlusion test due to loose and protruded drive support disk. Unable to perform prime or a33 test, occlusion test or excessive no delivery test due to a33 alarms.